Event description:
Device was placed in 2001, 4 days later, pt was noted to be in an altered mental state. The catheter was noted to be fractured, but was not separated. The catheter separated upon removal. It was believed pt may have been "sucking air" as a result of fracture. Pt appears to be okay at this time.